Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient had a hemi-arthroplasty done in 2008. The surgeon decided to do a total, remove any loose tissue that was impinging the head, and replace the head. The stem was left alone, but the head was changed from a 52 x 21 to a 52 x 18 standard and a 52 cross linked glenoid was implanted. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of pain and stiffness. Osteolysis was noted, but the patient did not have any poly component as he had a hemi.